Manufacturer narrative:
The fsr ran the roller pump at maximum revolutions per minute (rpm) while gathering information from the diagnostic screen. About one minute into the roller pump rotating, the pump stopped abruptly and then continued to rotate all in a split second. From the perfusion screen release testing was performed successfully. The fsr opened the pump to observe the internal components and nothing alarming was observed. The roller pump was reassembled and ran at maximum rpms again but continued to have the same issue. There were no local display messages or central control monitor (ccm) logged events. The manufacturer's technical support specialist was consulted and suggested that the fsr look for any debris near the encoder and the sensors. Upon return visit to the user facility, the fsr did find small hairline cracks on the upper housing which allowed fluid to enter the housing and in turn impacted the condition of the interior surfaces of the lower housing. Over time these conditions caused the housing to deteriorate causing small debris which could have disrupted one of the sensors inside of the roller pump. The fsr removed the debris from the roller pump and it was ran for about an hour without any issues. The fsr replaced the roller pump. Verification/release testing was performed successfully. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump stopped rotating and the local display gave a 'service now' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the end user reported that during the case the small roller pump in question stopped rotating and the local display gave a 'service now' message. The system was removed from the operating room (or) until the field service representative (fsr) could investigate. The issue was discovered during cpb. The surgery was completed successfully. There was no delay. The unit was not changed out, no blood loss and no adverse event reported. The manufacturer's sales representative confirmed that the small roller pump was not used as the arterial pump in a pediatric case, or as a cardioplegia pump. He could not confirm if the pump was used as a suction or vent pump.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician could not duplicate the reported complaint. The roller pump ran for 48 hours with no observation of it stopping. The upper housing was replaced. The unit operated to the manufacturer's specifications. Per data log review: the issue was reported to have occurred on (B)(6) 2022 at approximately 3:00 pm. The log showed on (B)(6) 2022 the perfusion screen was exited at 10:52:09 am but it is possible that the time was not set correctly on the central control monitor (ccm). On (B)(6) 2022, the small roller pump cardioplegia (cpg) had the following events: 07:07:38 pump started. 07:07:41 pump speed increased to 164 milliliters per minute (ml/min) and then set to 0 ml/min. 07:45:48 pump speed increased to 324 ml/min and then set to 0 ml/min. 07:45:59 pump speed increased to 320 ml/min and then set to 0 ml/min. 08:03:18 arterial coast caused the cpg pump to stop as configured. 08:19:29 pump started. 08:20:03 pump speed increased to 299 ml/min and then set to 0 ml/min. 08:21:13 pump speed set to 299 ml/min. Pressure alert (message only) and alarm (stopped cpg). 08:21:20 pump started. 08:21:50 pump speed increased to 105 ml/min and then set to 0 ml/min. 08:24:55 arterial coast caused the cpg pump to stop as configured. 08:53:59 pump started. 08:54:21 pump speed set to 606 ml/min. 08:55:16 pump stopped (like local start/stop button was pressed). 08:55:49 pump started. 08:56:22 pump speed set to 623 ml/min. 08:56:55 pump speed set to 0 ml/min. 10:40:34 pump stopped (like local start/stop button was pressed). 10:45:06 pump started. 10:45:16 pump speed set to 345 ml/min. 10:47:25 pump speed set to 0 ml/min. 10:52:03 perfusion screen exited stopping the pump. The pump stop at 08:55:16 am was possibly the one that caused the 'service pump' (service now is not a message a pump will display) to be displayed on the local pump display. There was no way to tell from the log if that was what happened. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. The roller pump was powered on and ran for 26.75 hours with no observations of the pump stopping or displaying an error message. It was determined that the roller pump met specification.